Event description:
It was reported the 4195 lead was replaced due to infection. At explant, the lobes from the lead would not "undeploy" except for the proximal segment and a portion of the lead had to be removed with laser technique. No patient complications were reported as a result of this event. It was also reported that during the extaction, the physician was able to 'dislodge tissue' when attempting to undeploy the lobes. The lead came out of the coronary sinus, but got hung up in the subclavian so a laser was used to extract the lead without disturbing tissue around the lead.

Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: no anomalies found; proximal segment returned and analyzed. It was reported the 4195 lead was replaced due to infection. At explant, the lobes from the lead would not "undeploy" except for the proximal segment and a portion of the lead had to be removed with laser technique. No patient complications were reported as a result of this event. It was also reported that during the extaction, the physician was able to 'dislodge tissue' when attempting to undeploy the lobes. The lead came out of the coronary sinus, but got hung up in the subclavian so a laser was used to extract the lead without disturbing tissue around the lead. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn retract, failure to.